Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that programming changes were made. The patient remained stable.